Event description:
It was reported that the customer had cracks near the reservoir window of the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.